Manufacturer narrative:
The subject device was not been returned to olympus medical systems corp (omsc). Omsc could not review the service and manufacturing record because the serial number was not provided from the facility. The malfunction of the subject device concerning this case has not been reported. The exact cause could not be determined.

Event description:
Olympus medical systems corp. (Omsc) received a literature title "pushing the boundaries of laparoscopic myomectomy: a comparative analysis of peri-operative outcomes in 323 women undergoing laparoscopic myomectomy in a tertiary referral centre". The literature reported the result of 323 cases of the laparoscopic myomectomy procedures using an olympus model thunderbeat between march, 2004 and november, 2016. In the subject procedures, 9 cases of post- operative blood transfusion and 1 case of intra-abdominal bleeding , 2 cases of urinary retention reportedly occurred. Based on the available information, a direct relationship between the subject devices and the observed reported adverse event could not be determined. According to the number of the accidental symptoms known and the number of olympus devices used for procedure, omsc is submitting 12 medical device reports. This is 9 of 12 reports.